Event description:
Pharmacy technician was preparing lc beads and doxonrubicin in 60ml syringes for chemoembolization into patients livers when it was noticed that 2 of the 60ml bd syringes were leaking. Is the product compounded: yes. Is the product over-the-counter: no.